Manufacturer narrative:
(B)(4).

Event description:
A 3.00mm diameter x 20mm length sprinter legend rx balloon dilatation catheter was inserted into a pt for treatment of a circumflex artery. It is reported that deflation difficulties were experienced. After several attempts, it was possible to partially deflate the balloon and pull it through the guide catheter. Post procedure, pt was reported to be ok. No clinical sequelae were reported. Eval summary: the sprinter legend rx device was returned for eval. The distal balloon cone had been pulled slightly proximal into the balloon which may have occurred during removal of the device from the pt. The returned device was inflated to nominal pressure and the rated burst pressure with no issues noted. No issues were noted during deflation of this device.